Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 130 alarm noted during testing. No unlocked electrical board connector or motor anomalies noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer¿s blood glucose was unknown. The customer states they run a self test but at the time of self test they received an error again. The insulin pump will not be returned for analysis.